Event description:
The patient's father was attempting to change out the bulb in the photo light after the existing bulb had burned out. Upon inspection of the bulb, it was noted the end of the wire that connected the bulb to the machine where the bulb actually connected, appeared to be burned. The light was removed from the patient, and another light was placed which appeared to be functioning properly, therefore no therapy was missed by the patient. The photo light was discontinued for the patient three days later with no additional problems reported.